Event description:
(B)(6) 2019: patient presented to facility for gastroenteritis. Urine sample was tested on the consult hcg urine cassette and a positive result was obtained. Confirmatory beta hcg quant provided a negative result of <0.6 miu/ml. No treatment/procedure was provided or delayed based on the false positive result. No adverse patient outcomes reported. Patient is determined to not be pregnant.

Manufacturer narrative:
A: patient information added. B3: date of occurrence added. B5: information regarding the event added. B6: confirmatory beta hcg result added. B7: additional patient information added. Investigation conclusion: the case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. No deviations were noted regarding technique, storage, or handling based on the information provided. A probable root cause could not be determined. This test provides a presumptive diagnosis for pregnancy. A false positive result can be caused by a variety of factors and interfering substances. Please refer to the limitations and interfering substances section of the package insert. For these reasons, a secondary analytical method must be used to obtain a confirmed result.

Manufacturer narrative:
Results pending completion of the investigation.

Event description:
The customer reported a false positive in the month of august. There was no report of an adverse event. Although requested, no other information was received about the patient or the event details.